Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (xifnt410) disengaged from the driver and fell to the floor.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection. A visual inspection revealed signs of wear consistent with use, and debris about the threads and drive feature.the internal drive feature contains additional debris. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol; page 64. The reported driver was not identified, nor was it returned. The implant was functionally tested with an in house driver, and found to assemble and retain as normal. The malfunction reported in unconfirmed with the information presented. A root cause cannot be determined.